Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the zoom speed did not meet standard value due to damage on the zoom charged coupled device. In addition, evaluation found water tightness was lost due to a crack on the up/down knob, the bending angle in the up direction does not meet the standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the control unit was discolored, the suction cylinder was shaved, the zoom lever did not move smoothly due to deformation, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the zoom/focus switching function of the evis lucera colonovideoscope was not working. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.